Event description:
The device was used during an unspecified procedure. Reportedly, the clips broke and the inner part of the clip is lighter in color. The hospital has reported no pt injury occurred.